Manufacturer narrative:
The affected device was analyzed by dräger service onsite. As the log entries were corrupted, a detailed analysis of the event was not possible. However, the logged error code is related to the program memory of the pcb pneumatics controller. Usually this does not have any effect on ventilation. In this case it is assumed that the cpu system was impaired by the faulty flash-eprom. If the device detects a failure, a warm start gets performed in order to solve the problem. During a warm start the device generates an audible alarm and the device briefly powers off and back on again. The emergency-breathing valve opens to allow for spontaneous breathing. A warm start sequence lasts for about 8 seconds. In the event that the device stops ventilating, audible alarms and visual messages would be generated. The emergency-breathing valve opens allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The affected pcb pneumatics controller was replaced and afterwards the device passed the test according to manufacturer specification. The device reacted as specified for this failure condition. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita xl unit shut down during use. The unit alarmed and there was a popping sound. There was no patient injury.